Event description:
The customer from canada reported that one of his blood glucose readings was not stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The device history record was reviewed for the suspected contour® next gen with serial # (B)(6) and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 9672 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® next test strips from lot # 4cheg07a, using blood spiked with glucose at 7.6 mmol/l, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter¿s memory.